Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the level sensor did not function unless the wires were shaken. No other details regarding the nature of the event were provided. As a result, an alternate device was employed for the procedure. There were no reported adverse consequence to a pt as a result of this event.